Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
As reported, in 2008, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. The patient was admitted to the hosp the following month. A CT scan showed a proximal type I endoleak with an increase in aneurysm size and a contained rupture. A reintervention took place the same day using an aortic extender component. The patient tolerated the procedure. At discharge, a type ii endoleak was noted. The patient will continue to follow up with the physician in 2009.